Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact called and stated that there was a fluid leak that had occurred on the patient line. The cycler had alarmed for air detected in the cassette. The patient's contact verified that the connection was secured from the catheter line to the patient line. The patient's contact may have seen a crack on the patient line. The patient's contact was advised to reset up with new supplies. The set has not been made available for evaluation. During follow up the patient's pd nurse reported there was no patient injury. The patient's effluent has remained clear, and no antibiotics were prescribed.